Event description:
During a code ntr a marksman catheter 160cm/10cm/30cm, ref# fa-55160-1030, lot# 22657660, exp. 5/17/26 was prepped and ready to go into the pt via arterial access in the right femoral artery. As md inserted the catheter he noticed that a piece of the catheter broke off. All pieces retrieved.